Event description:
It was reported that an occlusion alarm occurred. Blood glucose was not impacted. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.